Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to above 250 mg/dl after approximately 49-71 hours of wear on the hip/buttocks. It was further noted that although there were still 22 units of insulin left on the device, no insulin appeared to be delivered. There was no medical intervention reported in relation to this event. The device was returned, and a bent cannula was identified.